Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and reservoir compartment was protruded. Customer reported the time clock does not advance. The customer reported that the drive support cap was damaged. Customer reported the screen was not completely blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.